Event description:
Home patient (hp) reported receiving hemodialysis on the baxter sps 1550 device. Hp stated following treatment their final weight was not correct. The goal ultrafiltrate programmed to be removed was 2.9 kg. Hp's pre-treatment weight was 203 lbs and post-treatment weight was 198 lbs. Hp reported there was no adverse signs and symptoms during or following treatment. Hp stated they eat a sandwich and some fruit and drinks fluids to take medication during their treatment. This food/fluids are not weighed and taken into consideration regarding the discrepancy in the weight. Pt reported there was no medical intervention necessary and no pt injury resulted from this event. Healthcare professional is aware of this event.